Event description:
This is an adverse event recorded on a crf as part of the (B)(6) registry for barrett's esophagus. After a secondary focal ablation the pt had some pain, the pain did not require medication. Two weeks after the treatment the pt experienced a bloated feeling followed by nausea. The pt started to vomit fresh blood. The pt lost consciousness momentarily. Pt was hospitalized in a hemodynamically stable state by ambulance. Pt got a nexium pump in the hosp, blood was investigated and a gastroscopy was performed by the doctor on duty. The doctor found a small bleeding blood vessel in the treated area, which was coagulated directly. After the gastroscopy, the pt stopped losing blood, his blood levels stayed stable. The pt returned home after one night in observation. Pt was improved during follow up. Per the physician, the event was unk if related to the device procedure and not related to any malfunction of the device.